Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3,h2, h3, h6, h10. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
It was reported the camera head had an image problem and poor visualization. The reported malfunctions occurred during reprocessing. There was no patient involvement, and no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.